Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During preparation for the procedure, the physician noticed damage to the cat8 packaging, however continued the procedure using the cat8. Upon attempting to advance the cat8 into the non-penumbra sheath, the cat8 became kinked at the height equal to the damage in the packaging; therefore it was removed. The procedure was continued using an drup therapy. There was no report of an adverse effect to the patient due to the penumbra device, however the patient passed away on (B)(6) 2017 caused by fulminant pulmonary embolism.